Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no material number, sample, lot, or batch number were provided. DHR could not be performed due to unknown lot#. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that unspecified bd¿ introsyte introducer needle detached on 8 occasions. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported via introsyte introducer survey that the clinician experienced the needle of the introducer detached from the hub, the introducer was used to insert a PICC or other device but the device would not advance and the introducer was dull/blunt.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ introsyte introducer needle detached on 8 occasions. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported via introsyte introducer survey that the clinician experienced the needle of the introducer detached from the hub, the introducer was used to insert a PICC or other devise but the devise would not advance and the introducer was dull/blunt.

Manufacturer narrative:
The following fields were updated due to correction: b.5. Event description: it was reported that unspecified bd¿ introsyte introducer needle detached on 2 occasions. The following information was provided by the initial reporter: material no: unknown batch no: unknown, it was reported via introsyte introducer survey that the clinician experienced the needle of the introducer detached from the hub. No. Of events summarized: 2.

Event description:
It was reported that unspecified bd¿ introsyte introducer needle detached on 2 occasions. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported via introsyte introducer survey that the clinician experienced the needle of the introducer detached from the hub.